Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed there was unknown lead failure on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable.